Event description:
The caller states that a patient was admitted to the hospital on (B)(6) 2012. The patient was coughing up blood. At some unspecified time, the patient became unresponsive. He was tested on this inform meter at 4:40 pm; the result was 94 mg/dl. A second test was performed on this meter at 5:17 pm; the result was 379 mg/dl. The patient was administered an unspecified dosage of the drug narcan at some time after the second meter result. A lab draw was performed at 5:25 pm, the result was 15 mg/dl. After the lab result of 15 mg/dl, the patient was transferred to the ICU and was administered an unknown dosage of d50. It is not known when this treatment was provided. The meter tests were performed with capillary samples. Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The incident reported here is the same as reported in voluntary medwatch (B)(4).